Event description:
It was reported that there was possible intermittent undersensing noted on ventricular electrograms. In addition, there was possible oversensing noted on stored atrial electrograms which triggered atrial therapies. The right ventricular (rv) an right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2018; 37712 pain stim ipg, ipg39565-65 pain stim lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.